Event description:
A medtronic representative reported that during a navigus biopsy procedure the site screwed the angled navigus base to the patient but was unable to obtain the angle needed for the procedure. Pilot holes were not drilled for the initial base position and the screws were tightened all the way. The surgeon removed the screws and re-positioned the base to obtain the necessary angle. Pilot holes were drilled for the new base position. All screws were partially tightened prior to individually tightening each screw all the way to secure the new base position. After the biopsy was completed, one of the screws in the base broke off in the patient during removal of the base. The screw was drilled out of the patient using the screw driver in the navigus kit. There was no impact on the patients outcome reported.

Manufacturer narrative:
The device manufacture date was unknown as no lot number was provided. The device has not been returned to the manufacturer.